Event description:
It was reported that left ventricular (lv) capture management was not running. It was determined the t-wave oversensing (twos) from the right ventricular lead caused the lv capture management not to run. Reprogramming is planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: a 419688, implantable pacing lead: (B)(6) 2011; d314trg, bi-ventricular implantable cardioverter defibrillator: (B)(6) 2013; a 5076-58, implantable pacing lead: (B)(6) 2013; a 5076-52, implantable pacing lead: (B)(6) 2013. (B)(4).